Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, there are no other complaints on this lot number. Checking the quality databases revealed no anomaly in connection with the described event. Investigation which didn't reveal any anomaly recorded during production.

Event description:
According to the available information, despite the balloon filling test with 40 ml of water for injection, before the installation, the balloon burst few minutes after it was put on the patient.